Event description:
It was reported that when patient presented remote via merlin.net transmission an aborted shock was observed. Review of session records showed noise on the lead. Programming changes were made. Patient was discharged and will return to receive a subcutaneous ICD. There is no alleged deficiency with the patient's device. No further information available.

Manufacturer narrative:
Correction for implant date to be (B)(6) 2005.